Event description:
It was reported that the metal part of the usb cable was bent and would no longer work to charge the pump. There was no reported adverse impact to customer's blood glucose level. Replacement cable was sent to the customer.

Manufacturer narrative:
Device not returned.